Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd bactec¿ fx, instrument top, packaged, false positive results were obtained. Confirmatory gram stain testing was performed, and the results were negative. False results were not reported out, and there was no patient impact. The following information was provided by the initial reporter: the client reports to us during a follow-up for the 01621015 ticket that we are processing that they had on (B)(6) 2022, 2 false positives.

Manufacturer narrative:
H.6. Investigation summary customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Bd service communicated with the customer and confirmed instrument is operating within bd specifications. This is unconfirmed failure of the bd product. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and 1 additional work order was observed for the complaint failure mode reported. Samples were not received by quality for investigation. Complaint history for ¿results¿ was reviewed for the month of march 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrm bactec instraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported that while testing with the bd bactec¿ fx, instrument top, packaged, false positive results were obtained. Confirmatory gram stain testing was performed, and the results were negative. False results were not reported out, and there was no patient impact. The following information was provided by the initial reporter: the client reports to us during a follow-up for the (B)(4) ticket that we are processing, that they had on january 14, 2022, 2 false positives.